Manufacturer narrative:
Manufacture dates: monitor 08/08/2019, battery sn (B)(4) 03/10/2020, battery sn (B)(4) 02/29/2020. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, the monitor was unable to power on. The cause of the failure was isolated to a shorted inductor. The shorted inductor thermally damaged the c/a board. The root cause of the shorted inductor cannot be positively identified. No adverse event resulted from the defective monitor. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery pack. Device evaluation of battery sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient's monitor was unable to power on.